Event description:
"Huber needle came apart at area where permanently fused by MFR." Pt was receiving a continuous IV of 5 fu via ambulatory (cadd) infusion pump via port a cath. The event occurred during the night while pt was asleep at home. Blood and a small amount of 5 fu leaked onto the bed. Pt awoke, clamped tubing and went to e.r. No sequelae/no pt harm reported. The 5 fu had been ordered for 5 days and had been infusing for 4 1/2 days at the time of the reported incident.